Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. Due to reservoir lip broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had squirting out during the manual prime process. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. The device will be returned for analysis.